Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing, which was controlled with blanking programming. It was noted this patients heart rate was elevated. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.